Event description:
On 7/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/25/24. A certified ilet trainer (cit) reported to the cds that the user's bg level decreased to 39mg/dl necessitating an ems visit. The user's ilet system report showed that insulin delivery had been appropriately suspended in response to the low glucose. Despite this, the user, who is highly insulin-sensitive, experienced a significant delay in treating the low, possibly worsening the episode. The cit was advised to ensure all alerts are enabled and to confirm with the user's son that low glucose levels are being promptly treated with adequate carbohydrates. The user, who is elderly and new to pump therapy, does not use long-acting insulin but may still produce some endogenous insulin, affecting glucose control. Additionally, the user's hard of hearing and lack of a dexcom-compatible phone complicate timely alert responses. The ilet was temporarily removed but reattached the following day.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia began following an infusion set change and a tubing prime event, priming a total of 4 units. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. It is possible that this hypoglycemic event was caused by the user remaining connected to the device during the tubing prime event. It is also likely that the user's hearing challenges and need for familial support contributed to the severity of the event.